Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 7 years (84 months). Unfortunately, the reason for explant was not provided. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a product malfunction or quality deficiency. The valve was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4). Pannus ingrowth. Based on the follow-up with the health-care provider, the reason for explant was due to stenosis, calcification and pannus growth. Per the operative report, echocardiography demonstrated severe aortic stenosis with a mean gradient of 51 mmhg and left ventricular hypertrophy. Ejection fraction was 51% cardiac catheterization demonstrated an aortic valve area of 0.37 sq. Cm and a small gradient of 80 mmhg across the valve. The aortic valve was found to be severely stenotic with hard calcified leaflets, in particular the leaflets related to the left and right coronary sinuses. There was considerable pannus ingrowth both on the sewing ring of the valve and just superiorly towards the coronary ostia. Significant and tedious dissection was required to extract the old bioprosthesis valve. At conclusion, even a 19 sizer did not fit comfortably. On this basis, the root was enlarged utilizing a bovine pericardial patch. After doing so, a 19 magna valve was could fit appropriately. After doing the aortic valve replacement and the aortic root enlargement, the patient was weaned off cardiopulmonary bypass. Te-echo demonstrated an excellent result with excellent bioprosthetic valve function and biventricular function as well. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis, and therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be investigated, severe aortic valve stenosis was likely due to the hard calcified leaflets and considerable pannus ingrowth both on the sewing ring of the valve and the coronary ostia. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.